Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (426 mg/dl) the customer took a correction bolus via the pump to stabilize bg level. The contact stated the cause of the elevated bg's could possibly be due to infusion set site issue. However, it was not confirm. During troubleshooting with tandem technical support, the customer noted air bubbles and air gaps in the tubing. The customer was able to expel air bubbles by performing fill tubing.